Manufacturer narrative:
(B)(4). The patient was hospitalized due to the event of peritonitis. The cause of the peritonitis is unknown. The patient's condition improved upon cessation of the peritoneal dialysis (pd) solutions. The pd solutions were not reintroduced.

Manufacturer narrative:
(B)(4). The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore, no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.

Event description:
This report was received from global pharmacovigilance (gpv) from a physician from the (B)(6) of fungal peritonitis with culture positive for candida and fatal sepsis in a male patient coincident with extraneal viaflex and physioneal 40 viaflex therapies. On an unreported date, the patient began treatment with extraneal viaflex and physioneal 40 viaflex intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced peritonitis. On (B)(6) 2011, extraneal viaflex and physioneal 40 viaflex therapies were withdrawn and the patient was placed on hemodialysis. On (B)(6) 2011, the patient expired. The cause of death was fatal sepsis. It was not reported if the patient was hospitalized prior to his death, if remedial therapy was rendered, if an autopsy was performed or if the event of fungal peritonitis had resolved. The physician considered the event of fatal sepsis to be unrelated to extraneal viaflex and physioneal 40 viaflex therapies. The physician did not provide an assessment of causality for the event. Follow up received by local pv from the physician on (B)(6) 2011: the patient died on (B)(6) 2011 from a sepsis, possibly a pneumonia.